Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced discomfort at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced and the ipg pocket was repositioned. Post-operatively, the patient's issue resolved and effective therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.